Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to increase the amplitude to their scs system. Reportedly, the issue was confirmed by the company representative. As a result, the patient may consider surgical intervention as the next course of action to address the issue.